Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2216568, medical device expiration date: 31-jul-2025, device manufacture date: 17-aug-2022. Medical device lot #: 2243842, medical device expiration date: 31-aug-2025, device manufacture date: 31-aug-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety mechanism would not retract the needle during use. This occurred once each in lots 2216568 and 2243842. The following information was provided by the initial reporter: "the safety mechanism was not retracting the needle".

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety mechanism would not retract the needle during use. This occurred once each in lots 2216568 and 2243842. The following information was provided by the initial reporter: "the safety mechanism was not retracting the needle"